Manufacturer narrative:
Concomitant medical products: 620bg31 heart band, implanted: (B)(6) 2011; addrl1 ipg implanted: (B)(6) 2014; vamf3636c200tu stent, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited frequent atrial undersensing which resulted in mode switching. The lead remains in use. No patient complications have been reported as a result of this event.